Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope, the biopsy channel is broken. The issue was found during the reprocessing. There were no reports of patient or user harm associated with this event.  Inspection and testing of the return device found that there was a gap of adhesive on the distal end, also there is a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: a) due to wear of forceps evaluatioin lever, upwards/downwards knob cannot be locked securely, b) air/water -cylinder has discoloration, c) suction-cylinder has discoloration, d) sheet holder unit has corrosion due to water leakage, e) due to a pinhole on channel-tube, water tightness is lost, f) due to damage on charged coupled device unit, the image has white dots, g) objective lens has a scratch h) adhesive on bending section cover or distal sheath -rubber has a discolored area, I) connecting tube has a scratch, j) due to wear of angle wire, bending angle in upward direction does not meet the standard value, k) bending tube is damaged, l) endoscope watertight condition needs repair, m) dusts, scratches, stain, or lack of image, n) acoustic lens surface appearance recommended for repair, o) objective lens had cracks, chips, scratches, or stain, p) insertion tube buckles and coating peel-off/buckles on protector insertion section, recommended for repair, r) upwards/downwards/right/left knob locking certainty, s) angle knob operation, angle knob motion direction, bending angle, knob pay, bending section return was defective, and s) overall appearance recommended for repair. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between acoustic lens and ultrasonic probe issue could not be determined, however, the issue was likely the result of user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use warning ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.